Event description:
A balloon ruptured on the first inflation at 12 atmospheres during an arteriovenous fistula dilatation. Other balloon catheters were used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co believes the above factors may have contributed to this event. However, without evaluating the device, co can not determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully." Sane case as MFR report # 1219544-1997-00394.

Manufacturer narrative:
H3 - evaluation summary: this device was received, evaluated, and retained by this MFR. The engineering evaluation revealed a pin hole leak located over the distal radiopaque marker. The shaft under the balloon was corkscrewed. Scratches were noted on the balloon surface. Scratches on the balloon surface are indicative to contact with a hard, sharp surface such as calcification which contributed to this event.